Event description:
The stimulation only stayed on for a little while; then it turned off. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).